Event description:
The customer reported that they received questionable results for a total of eighteen samples tested for ion selective electrode (ise) sodium. The user was told that the patient recovery was low and that the samples had to be repeated. Of the eighteen samples, sixteen were found to have erroneous results that were reported outside of the laboratory. All repeat results were considered to be correct and corrected reports were issued. The units of measure for all sample results are mmol/l. Sample one initially resulted as 130 and repeated as 138. Sample two initially resulted as 125 and repeated as 134. Sample three initially resulted as 122 and repeated as 131. Sample four initially resulted as 128 and repeated as 137. Sample five initially resulted as 127 and repeated as 137. Sample six initially resulted as 121 and repeated as 130. Sample seven initially resulted as 131 and repeated as 141. Sample eight initially resulted as 128 and repeated as 138. Sample nine initially resulted as 128 and repeated as 139. Sample ten initially resulted as 129 on (B)(6) 2013 and repeated as 137. Sample eleven initially resulted as 129 on (B)(6) 2013 and repeated as 138. Sample twelve initially resulted as 131 on (B)(6) 2013 and repeated as 140. Sample thirteen initially resulted as 124 on (B)(6) 2013 and repeated as 134. Sample fourteen initially resulted as 133 on (B)(6) 2013 and repeated as 142. Sample fifteen initially resulted as 134 on (B)(6) 2013 and repeated as 142. Sample sixteen initially resulted as 126 on (B)(6) 2013 and repeated as 135. No patients were adversely affected. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The customer replaced the electrode both on (B)(6) 2013 and (B)(6) 2013. The customer stated that replacement of the electrode seemed to resolve the issue. The field service representative determined that the cause of the issue was calibration. He reviewed the customer's calibration trace and quality control data. The data indicated that there had been two occasions where controls had shifted after a calibration but were still within the customer's acceptable range. The customer recalibrated the test due to physician calls and quality control recovery returned near the mean with patient recovery acceptable to physicians. The customer was advised to tighten quality control ranges to reflect what would be considered a clinically significant shift in patient recovery.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A systematic shift of the sodium results was observed, so a wrong calibration could potentially be the root cause. Other potential root causes, however, could not be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.